Event description:
Device report 3 of 3: reference MFR report: 1627487-2012-09528, 1627487-2012-09529. It was reported the pt had been experiencing stimulation in his legs even when stimulation is off. The pt stated this started in (B)(6) after having a spinal fusion procedure. The pt continued to feel the sensation even when the contacts were programmed neutral. The sensation is experienced across his lower back from the left to right hip. His pain and stimulation are normally both in the same area. The stimulation is felt when the ipg is turned off with the programmer but the intensity is lower with the magnet mode. X-rays did not indicate any anomalies of the system. A full parameter diagnostic indicated several contacts have invalid impedance values. The physician would like to monitor the pt before proceeding with a surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.